Manufacturer narrative:
The 3011491947-2018-00026 evaluation summary.

Event description:
Deflation resulting in explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
The following updates were made to the report: date of this report, manufacturer name, city and state, contact office - name/address/phone number, type of report, h2) if follow-up, what type, unchecked evaluation summary attached, event problem and evaluation codes, and additional narratives/data. Evaluation summary was removed as an attachment. The evaluation summary is as follows: macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation.